Event description:
A neocath catheter 4 fr, batch n43182 was inserted into a newborn, pre-term (25 weeks) baby. A 1/2 normal saline and heparin solution was used in order to keep the line open. Leakage of the solution was noticed by the hospital staff. The catheter was removed and returned to diametrics medical ltd for investigation. There was no injury to the pt or adverse event as a result of this incident.